Event description:
Rptr states he performed several back-to-back blood glucose tests receiving results of 383 and 278 mg/dl first time; results of 128 and 147 mg/dl second time (using different fingersticks on opposite hands) and on a third test rec'd blood glucose results of 198 and 176 mg/dl. Control solution test was 110 (93-139) mg/dl. Rptr was not experiencing any symptoms. No allegation of harm.